Event description:
During a site visit it was reported that an under infusion of methotrexate occurred on the 3 east unit. Methotrexate was ordered to infuse over 37 minutes and 160 ml of medication remained in the bag. Nurses were able to visualize the leftover volume in the burette chamber. The clinicians increased the infusion by 25%. The patient impact is unknown.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
During a site visit it was reported that an under infusion of methotrexate occurred on the 3 east unit. Methotrexate was ordered to infuse over 37 minutes and 160 ml of medication remained in the bag. Nurses were able to visualize the leftover volume in the burette chamber. The clinicians increased the infusion by 25%. The patient impact is unknown.

Event description:
During a site visit it was reported that an under infusion of methotrexate occurred on the 3 east unit. Methotrexate was ordered to infuse over 37 minutes and 160 ml of medication remained in the bag. Nurses were able to visualize the leftover volume in the burette chamber. The clinicians increased the infusion by 25%. The patient impact is unknown.

Manufacturer narrative:
Correction on initial report: d.4 & h.4 additional information provided: d.11 the customer¿s report of device infusing slower than expected was not confirmed. Physical inspection of the device noted the instrument seal was missing. Dried fluid was observed on/ under the female iui and male iui, on rear case, inside door, inside rear case, on bezel frame, under the platen retainer pin, and under the membrane frame. Crush marks were observed at the upper fitment of the tube guide which is indicative of a set misload. The mechanism assembly was observed with no other anomalies. Review of the pcu error log showed no errors were recorded on the reported event date. Analysis of the pcu event log showed, prior to the reported event date, the pcu was powered on at 11:06 am on (B)(6) 2020 and new patient and heme-onc profile were selected. On (B)(6) 2020 at 2:59 pm, the suspect device (sn 1(B)(6) ) was selected and programmed 2500 ml of methotrexate (drugid=222) for a duration of 11 hours 45 minutes (rate= 212.766 ml/hr). The volume to be infused was changed multiple times throughout the infusion. The suspect device (sn (B)(6) ) alarmed multiple times throughout the infusion for air in line, fluid side occlusion, and flo stop open for a total stop time of 25 minutes 37 seconds. On (B)(6) 2020 at approximately 2:25 pm, the suspect device changed the vtbi to 250 ml and changed the rate to 266 ml/hr. Approximately thirty (30) minutes later, the suspect device was channeled off. The total stop time did not account for the reported under infusion. Rate accuracy testing performed found the device to be operating within specification. The root cause of the customer¿s complaint that the device infused slower than expected was not identified. There are several possible causes for under infusions including high back pressure in the line, incorrect set installation and container volume estimation incorrect. None of these possible causes could be evaluated during this investigation since it cannot be determined which, if any, were present at the time. Review of the source device (sn (B)(6) ) service history record showed the device had a manufacture date of (05/03/2014). A review of the device service history record was performed beginning from the date of manufacture to the present date (05/15/2020) and indicated that this device has been previously returned two (2) times for service unrelated to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.